Event description:
It was reported that there was a fracture on the right ventricular (rv) lead. A revision procedure was attempted in april due to rv noise, oversensing and pacing inhibition, but vascular challenges lead to aborting the revision. The device was programmed to doo to prevent oversensing. The rv lead remains implanted. No additional adverse patient effects were reported.